Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the burr cranial broke during the operation on (B)(6) 2012. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The burr was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The cross section surfaces of the broken device shows no irregularities. The other fragment was not received; the cause of the breakage is unknown. This is indicative of too much mechanical force or possible contact with other metallic parts during milling. The blunt burr requires more mechanical power during application, and it is recommended that blunt or damaged instruments be exchanged before surgery. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information article & lot number do not match therefore not able to review DHR.